Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was not detected on the bus. The customer stated that the user was unable to remove the medications, which caused a delay in dispensing medication to patients. However, the user managed to get the necessary medications from the pharmacy. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the device was not detected on the bus. The field service engineer (fse) replaced the drawer board and controller board. The fse removed debris and reseated cables to resolve the issue. The drawer was assigned, opened and closed. Pockets were released and reseated. Lids were opened and closed. Medications were loaded. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not detected on the bus. The customer stated that the user was unable to remove the medications, which caused a delay in dispensing medication to patients. However, the user managed to get the necessary medications from the pharmacy. There were no adverse events or injuries reported based on this event.